Event description:
It was reported that three days after a successful da vinci s hysterectomy procedure, the pt was re-admitted to the hosp with a temperature and peritonitis symptoms. Two days after being admitted, a diagnostic laparoscopy procedure was performed, resulting in the discovery of eight sites on the pt's sigmoid colon needing over sewing. Six of the eight sites were identified as thermal burns. No additional pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer could not identify a system malfunction related to the pt's injury. The site has been asked to return instruments used during the procedure for evaluation, however, the instruments have not been received as of august 10, 2009.